Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: service engineer have duplicated the reported issue. The IV pole release button has been adjusted. The device serial number history report indicates no further related issues have been reported for this device. One year of service history was reviewed for this device with no further issues related to the reported condition identified. Correction: a field service engineer fixed the IV pole button. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that the IV pole on the trima equipment unexpectedly lowers down. No adverse event occurred and no medical intervention was required. IV pole clamp was installed. No injury was reported for this incident and no patient was connected at the time the IV pole was sliding down, therefore no patient information is reasonably known.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: service engineer have duplicated the reported issue. The IV pole release button has been adjusted. The device serial number history report indicates no further related issues have been reported for this device. One year of service history was reviewed for this device with no further issues related to the reported condition identified. Correction: a field service engineer fixed the IV pole button. Root cause: a root cause assessment was performed for this complaint. The root cause was determined to be loose IV pole button.

Event description:
The customer reported that the IV pole on the trima equipment unexpectedly lowers down. No adverse event occurred and no medical intervention was required. IV pole clamp was installed. No injury was reported for this incident and no patient was connected at the time the IV pole was sliding down, therefore no patient information is reasonably known.

Manufacturer narrative:
Investigation is in process; a follow-up report will be provided.

Event description:
The customer reported that the IV pole on the trima equipment unexpectedly lowers down. No adverse event occurred and no medical intervention was required. IV pole clamp was installed. No injury was reported for this incident and no patient was connected at the time the IV pole was sliding down, therefore no patient information is reasonably known.